Manufacturer narrative:
Follow-up # 1 date of submission 08/03/2016 -device evaluation: the pump has been returned and evaluated by product analysis on 07/11/2016 with the following findings: during investigation, the keypad was found to be intact; no damage was observed. The pump powered on to a blank display. The keypad buttons were unresponsive due to the blank display. The keypad cover was removed and no contamination was found under the button contacts. The pump was opened and moisture damage was observed on the keypad flex connector.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow and ok keypad buttons were under-responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.